Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed noise over-sensing resulting in high ventricular rate (hvr) episodes. No intervention was performed and the patient was in a stable condition.